Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.

Event description:
The pt reported that she had been hospitalized for 29 days in a diabetic coma. It was reported that her one touch basic meter, using quick check one test strips lot # 161425 (b) (exp. 12/1997), read 75 mg/dl the morning of her hospitalization. A blood glucose result obtained upon arrival (method unknown) was 724 mg/dl. No other info is available as the pt's telephone had been disconnected and there was no response to a letter sent to her on 12/30. The meter has not been returned for evaluation.